Event description:
Mw5147688 reported that on (B)(6) 2018 a patient underwent a spinal fusion procedure for treatment of scoliosis on what is believed to be t3 to s1 and the surgery was completed without issue. (Incident 1: (B)(4)) in (B)(6) of 2018 the patient began to experience extreme stomach pain with a high fever. The patient was admitted to the hospital and required a revision surgery to debride the wound and was subsequently prescribed antibiotics. The origin and type of the infection is unknown. (Incident 2: (B)(4)) in (B)(6) of 2022 the patient experienced a large lump at the location of the index surgical scar tissue. An additional revision surgery occurred to again debride the wound and patient was again prescribed antibiotics. The origin and type of the infection is unknown. (Incident 3: (B)(4)) in (B)(6) of 2022 another lump was experienced at the wound site. This required another revision to debride and attach a wound vac to the site of infection. The wound vac required three weeks of use before removal. Additional antibiotics were prescribed. (Incident 4: (B)(4)) in (B)(6) 2022 the patient consulted with a new doctor at a new facility to have a routine check up as a result of her infection history and while not in pain her back reportedly felt "funny". The surgeon discovered that one of the implanted rods had fractured in two locations. The patient had not experienced any post op falls or other accidents and had followed post op activity instructions. It is unknown whether the patient experienced fusion. On (B)(6) 2022 the patient underwent a complete hardware removal revision. The patient has since developed sever back pain which has compounded to an inability to stand straight and or walk.

Manufacturer narrative:
There was no product returned for evaluation as at the patient is in possession of all explanted hardware and no images were provided confirming the alleged complaint. The patients bone quality is unknown and note that at the time of the fracture the patient was over 4 years post op from the index procedure and had three revision related to deep tissue infections and it is unknown if fusion has taken place. No material or lot information was provided so a review of the manufacturing history could not be performed. While a definitive root cause cannot be determined review of the patients history as well as historic complaint data suggests the rod fracture maybe related to excessive loading and or delayed fusion resulting from repeated infection and required abatements. No additional investigation can be completed at this time, should more information become available an additional report will be filed. Label review: potential adverse events and complications... As with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)... Pain, discomfort or abnormal sensations due to the presence of the device." " warnings, cautions and precautions... These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant." "...patient education... Preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings... During the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." " packaging... Packages for each of the components should be intact upon receipt. Devices should be carefully examined for completeness, and for lack of damage, prior to use. Damaged packages or products should not be used, and should be returned to nuvasive."